Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the implant date. An excel resipump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 1. Testing confirmed this to be a site of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 1 and both exhaust tubes of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the resipump or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes of the resipump had overlapped and abraded against one another. In addition, the exhaust tube of cylinder 1 had most likely abraded against the base of cylinder 1. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the cylinder 1 exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant did not work. The pump was empty. The device has been explanted. Broken tube was reported.